Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection of the device found a small hole in the bladder. The device was functionally tested and was found to be non-hermetic, leaking at a rate of .2l/min. The most likely root cause was determined to be damage during use. The instructions for use (IFU) states: "avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the tourniquet cuff was continually making the machine pump air. It was removed and replaced with a new device. There was no patient injury, medical intervention, and extended procedure time reported was minimal. These are commonly used devices that are readily available.